Manufacturer narrative:
(B)(4). Although requested, the device has not been returned. Unknown if the device or logs are available and it is not known if devices are still in use or sequestered. A follow up report will be submitted with failure investigation results should the logs/device be received for evaluation.

Event description:
Pharmacist requested assistance to review cqi spreadsheet related to report of "suspect an incorrect profile was used for a hydromorphone pca. This was a patient needing higher doses of hydromorphone and they changed to concentrated syringe, which should only run on the palliative care profile. Pharmacist has the device and is trying to analyze the data but is having some difficulty. She wants to know what the user did and why the patient received a full syringe in less than 24 hours. When clearing the pump, the settings for the hydromorphone pca were: 1mg/ml, 0.3mg continuous dose. Pca dose 0.4mg with 10 minute lockout. The report stated that 64mg was infused during a 12 hour shift. Pharmacist stated if the 5mg/25ml was chosen, then it ran five times faster than it should have and the patient received 4mg/hour. No patient harm, o2 saturation and respiratory rate remained stable. Although requested, no further patient or event details provided.